Event description:
It was reported that the patient was originally on lioresal (500 mcg/ml) at a daily rate of 36 mcg/day. The hcp asked for the patient to be put on flex dosing. The nurse thought she had changed the hourly rate, but had inadvertently changed the daily rate, so the patient was now getting 36 mcg/hour. The patient called in the next day and stated that his legs were numb, which caused him to fall and he was lethargic. The nurse looked at the telemetry sheet and recognized her error. The nurse contacted a manufacturer's representative who suggested that the patient go to the emergency room and if possible, a hospital where pumps were managed. The patient was taken to the hospital by ambulance. In emergency room, unspecified emergency procedures were administered. The daily dose was changed to 3 mcg/day. The patient was also catheterized due to problems with urination. The patient was admitted and monitored. The patient was subsequently fine and was now back at home.

Manufacturer narrative:
.